Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the battery reamer/drill device had unstable speed of the rotations per minute (rpm) and the device sometimes would stop by itself was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that moving parts of the trigger of the device did not move smoothly, had contact damage, mode switch resistance was too high, and the device would not run. It was noted that the terminal was dirty, the trigger was catching, was not functioning, and the mode switch was stiff. It was further determined that the device failed pretest for general condition, check for sticky trigger, check the function of the device, check power with the power test bench, and the mode switch-test. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Event description:
It was reported that the battery reamer/drill device had unstable speed of the rotations per minute (rpm). It was reported that the device sometimes would stop by itself. It was not reported if the event occurred during a surgical procedure. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.